Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was returned for evaluation. The reported failure mode was confirmed to have occurred with the automated impella controller (console) event logs. The console was tested and after running the console for 18 hours with a test cassette and pump at power level p9, the reported failure mode was unable to be reproduced. The root cause for the communication issues and the controller errors were not determined due to the inability to reproduce. H8 usage of device corrected to reuse.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on an impella 5.5 mechanical circulatory support, and the automated impella controller (aic) had a controller error. The top part of screen (ao and lv numbers/waveforms) went black while lower motor current, flows, and other views remained visible. The issue self-resolved in approximately one to two minutes. It was reported the patient remained stable throughout, the aic was exchanged with no interruption in support. There was harm to the patient as a result of the event.